Event description:
Caller alleged discrepant results (precision). Results as follows: #1 meter-inr: 1.8; #2 meter-inr: 1.2; #3 meter-inr: 1.0.

Manufacturer narrative:
Inratio precision data provided by end-user. Lot: 1st inr = 1.2; 2nd inr = 1.0. [1.8 inr is excluded from comparison test since it is done a week ago]. Three hours considered reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that discrepancies are due to changes in status of pt. Inratio meter: mean: 1.10; sd: 0.14; %cv: 12.86. Since 12.86% cv is less than 20%, inratio meter results pass criteria for precision. Summary: end-user reported precision discrepant test results. Pt info was not known. Cv% calculation revealed cv% (12.86%) within precision criteria (<20%). The results are not considered discrepant within the context of the documented variability for inr testing. Product deficiency was not established. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.